Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test, the sensor failed per specifications. Analysis is unable to confirm needle anomaly due to the insertion needle was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had calibration errors. Customer also indicated that she has experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 42 mg/dl and blood glucose was 150 mg/dl. Troubleshooting found that previously the customer had a kinked cannula and that there was blood at the insertion site. The customer was advised on insertion technique and to call back should issues persist. Customer was advised that the sensor will be replaced and to provide us with the old sensor for analysis.